Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer reported a recoverable error 1 on the left master tool manipulator (mtm) of the surgeon side console (ssc). The procedure was aborted to another xi system, and no patient involvement was reported.